Event description:
It was reported that implant movement/shift had occurred. A left atrial appendage closure (laac) procedure was performed on (B)(6) 2024. Prior to the laac procedure, the patient also had a pulsed field ablation (pfa) done. Transesophageal echocardiography (tee) was used to take measurements of the laa prior to the concomitant procedure. The watchman device size was chosen prior to the ablation procedure. A watchman fxd double curve access system (was) and a 27 mm watchman flx pro laa closure device and delivery system (wds) were selected for use. The 27 mm watchman flx pro closure device was successfully implanted in the laa using intracardiac echo (ice) imaging and the patient was discharged home. At the 45-day routine follow up transesophageal echocardiography (tee), the physician observed that the watchman closure device was "hanging on by a thread" and was ready to embolize out of the laa. The closure device was retrieved on (B)(6) 2025 and another 24 mm watchman flx pro closure device was placed. The patient was discharged home with no complications reported.